Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box recorded dates from 8/11/2014 - (B)(4) 2014. No pump reboot events or alarms related to the complaint were observed in the device's black box. The pump powers with returned battery cap. The battery cap was measured to be within specifications. The battery compartment was intact with no signs of cracks or damage. A power loss was not duplicated during investigation. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No intermittent power events were duplicated during investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the power issue occurred immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.